Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The bifurcated lesion being treated was located in the left anterior descending (lad) and diagonal arteries. The physician implanted an unknown promus element plus stent in the diagonal. Upon postdilation with an unknown balloon catheter, axial shortening of the proximal edge of the stent occurred. The proximal edge of the stent was located in the lad. The procedure was completed by the physician implanting a stent overlapping the proximal edge of the promus element plus stent. No patient complications were reported and the patient's status is fine.